Manufacturer narrative:
A supplemental MDR is being submitted for the completed imaging review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16728. A review of the patient screening images provided (3mensio report) was performed by an edwards lifesciences physician, and there was significant calcification observed at the native aortic annulus, that could have contributed to the annular rupture. Investigation results suggest that patient factors (coronary heart disease and native annulus calcification) in combination with the procedure itself, may have caused or contributed to the reported annular rupture and subsequent patient demise.

Event description:
As reported, during implant procedure of a 26mm sapien ultra, in aortic position by transapical approach, the balloon of the certitude delivery system (ds) was filled as nominal and the valve was implanted as intended. After withdrawal of the ds, they noted high bleeding from inside the sheath, probably caused by the cardiac tamponade. The patient was converted to open heart surgery to find out where the bleeding was coming from, patient was stable but connected to the life support machine. An annular rupture was detected from the lca down to the lvot, that caused the massive bleeding and the cardiac tamponade. The valve was explanted and a surgical valve was implanted. The patient was unstable, was sent to ICU unit and had many blood transfusions, during the procedure and afterwards. Unfortunately, the patient passed away 2 days post-procedure.

Manufacturer narrative:
H2, h6 updated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors caused or contributed to this event (annular rupture). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. H3 other text : device not returned.